Event description:
It was reported that the patient experienced t-wave over- sensing. A new sense/pace 1888 lead was implanted and defib remained active on rv lead 7020. In (B)(6) 2012, noise was observed on pace/sense lead 1888 at which point both leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.